Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed a cause for the reported death/expired cannot be determined; however, death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat mitral regurgitation (mr). An ntw clip was implanted successfully. There was no issues with the steerable guide catheter (sgc) or ntw clip. On (B)(6)2023 the patient passed away from non-cardiac causes. The cause of death is currently unknown. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.